Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2024, the cgm reading was 114 mg/dl and the bg was 36 mg/dl just before passing out for around 30 minutes. The patient does not recall what happened, the patient thinks his parent called 911. He was not aware of the bg taken by emergency medical services. The patient was treated with ivs. There was no documentation of further medical evaluation or intervention, and the patient was fine at the time of the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.